Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 368mg/dl with moderate ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting indicated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: a review of the black box indicated a ¿replace cartridge¿ alarm on (B)(6) 2016 19:32, followed by a manual suspend at 19:34 and a manual resume at 20:48; deliveries resumed at 20:55. The black box also showed a ¿loss of prime¿ related to a cartridge change on (B)(6) 2016 11:08; deliveries resumed at 11:32. The pump was manually suspended on (B)(6) 2016 22:20 and manually resumed at 22:38. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0unit per hour basal rate; at the end of the 24 hours the basal history correctly showed 2.0units per hour and the total daily dose history correctly showed 48.0units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There were no delivery interruptions and no errors, alarms, or warnings during investigation. (B)(4).